Manufacturer narrative:
A replacement was sent to the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the synchron wash concentrate bottle broke and leaked on to the synchron cx9 pro clinical system. No injury or operator exposure was reported in this event.